Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the operation of a cadd® cadd-legacy plus pump, an occlusion alarm sounds. Soon after that, the operation went back to normal. It is unknown if there were any adverse events to the patient.